Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was found to be cracked. A test battery cap was inserted and was not able to fully tighten due to cracked battery compartment but was able to maintain power. Daily insulin delivery totals correctly reflect the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed without losing power and the pump was found to be delivering insulin within specifications.

Event description:
A family member reported that the patient experienced a blood glucose of 400 mg/dl with nausea. The patient was treated and the blood glucose decreased to around 100 mg/dl. The family member reported that there was a crack at the battery compartment and the battery cap was unable to tighten securely. The pump reportedly rebooted and the patient did not realize it; when discovered, the pump battery cap was not secured. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.